Event description:
It was reported that an ilet device was accidentally bumped, after which the screen appeared cracked and displayed multiple colors with no touch response. Symptoms included no injury or adverse physiological effects. Outcomes included the need for device replacement to restore therapy usability. Investigation included review of the user report and photo confirmation of display damage. Investigation of this case revealed physical impact damage to the display assembly consistent with external mechanical stress, resulting in a nonresponsive touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.